Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing was observed. The oversensing was able to reproduce with deep breathing test. Programming changes were made and the patient will continue to be monitored remotely.